Event description:
Customer reported incident of fluid leaking out from the pumping segment near the upper fitment during an infusion. This incident occurred in the infusion outpatient center. No pt or staff harm. Although requested, no further pt/event information was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. Reporter indicated the set was discarded at the facility. The lot and model numbers were not identified. Review of the manufacturing database could not be performed.